Event description:
It was reported that the field representative experienced difficulty upgrading the software in the subcutaneous implantable cardioverter defibrillator (s-ICD) as it took approximately six attempts to perform the successful software upgrade prior to implant. Once the s-ICD was implanted they were unable to communicate with device. The field representative used two different programmers and two different wands without success. Boston scientific technical services (ts) was consulted and suggested trying a different position. The attempts to interrogate were still unsuccessful after multiple positions and multiple attempts. A magnet was applied to the s-ICD and tones were heard as appropriate. Ts instructed the field representative to perform a magnet reset, after which there was a successful interrogation. The s-ICD remained in service with no additional adverse patient effects. Additional information was received 16 months later that the clinic was unable to upgrade the software on this s-ICD with two different types of programmers. Ts was contacted and attempted troubleshooting multiple times with the same result. Ts suggested rebooting the programmers and moving the patient to a different room. The field representative is attempting to obtain additional information from the clinic. No additional information is available. If additional information becomes available the report will be updated at that time. The s-ICD remains in service and no adverse patient effects were reported.